Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) disabled the respiratory rate trend (rrt) when the patient underwent a procedure. Technical services (ts) reviewed the logs and confirmed the rrt being disabled correlated with the procedure. Ts suggested that the rrt be enabled, but the boston scientific representative noted that the feature was not really used. The device remains in use. No adverse patient effects were reported.